Event description:
It was reported that the patient presented with his artificial urinary sphincter (aus) device not working properly. After inspection, it was found that the cuff had a hole in it. The cause of the hole was not confirmed by the physician. The aus device was explanted, and a new aus device was implanted. Following the replacement, the patient's condition improved. There were no patient complications.